Event description:
Complainant alleged that the bed had a broken center arma assembly, causing the rail not to latch. No injury reported.

Manufacturer narrative:
Technician found that the rail would not latch due to broken center arm assembly. Replaced the center arm to resolve this issue. Bed found in pt room. No injury alleged.